Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter reported refractive surprise. "Have not seen the patient yet as we are waiting for results to stabilize." Patients visit has been postpone. If additional information is received a supplemental medwatch report will be submitted.